Event description:
It was reported that the patient experienced difficulty pairing the ilet to the iphone app after being advised to perform a factory reset, and support facilitated connection of the patient¿s freestyle libre 3 plus sensor while the ilet-to-app pairing issue was resolved. Symptoms included a recorded blood glucose of 150 mg/dl without adverse clinical effects. Outcomes included completion of troubleshooting and education with restoration of cgm connectivity and no alerts or alarms. Investigation included technical troubleshooting and customer education. Investigation of this case revealed that pairing initially failed but was resolved by guided setup and connection steps for the cgm system. It was concluded that the event was related to pairing and connectivity and was mitigated through standard troubleshooting without clinical harm.